Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The image was determined to be flickering due to fluid invasion. The elevator channel inlet was leaking and loose and additional fluid invasion was found on the control body and scope connector, causing corrosion. There were ten (10) broken elements, a cut switch button (number 31), cracked glue on the rubber of the bending section cover and the universal cord had a dent. The angulation was low due to the angle wires being stretched and the control knob was also experiencing play. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no image on the ultrasonic gastrovideoscope prior to an unknown procedure. The procedure was completed with a similar device without delay. During the inspection of the returned device, the glue on the light guide cover was found to be peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the peeling glue on the light guide cover found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 15-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the light guide cover glue peeling likely could not be determined at this time. The following information is stated in the instructions for use: "caution: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.